Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for chronic/intact pain of the trunk/limbs. It was reported that the patient felt shocking in feet and her toes curled when their stimulation was on. Symptoms went away when stimulation was off. Impedance measurements were taken and it was determined that contacts 2, 8, 10 measured higher than 10,000 ohms. The patient was informed that it was difficult to narrow down issue because both sides of lead had high impedance. The manufacturer representative will discuss the issue with the physician. The previous manufacturer representative may have had reprogramming done to resolve the issue in the past as the issue was reported to have occured about two years ago.